Manufacturer narrative:
Manufacturers ref#(B)(4). E1) supervisor, cardiac cath lab. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the physician pulled down on the filter to reposition, 2nd legs folded up. Had to use a clover snare to retrieve the filter. The procedure was completed by using another of the same device. Patient outcome: additional procedure was an inferior vena cava retrieval.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a celect-pt filter was advanced from femoral approach. The secondary filter legs folded up during repositioning, as the filter was pulled. The filter was retrieved by snare and another filter was successfully placed. The complaint device was not returned and no imaging was provided. However, as the filter was reportedly pulled for repositioning after femoral approach, the sheath must have been withdrawn and the secondary filter legs must have expanded prior to pulling. Consequently, pulling the pre-expanded filter for repositioning caused damage to the filter legs. As to filters advanced from femoral approach the IFU warn that attempting to retract the pre-expanded filter could damage the secondary filter legs or the caval wall. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.